Event description:
A malfunction was reported on the customer¿s pump without any notable preceding events. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by agreeing to replace the pump and instructed the customer on how to store and return the malfunctioning pump. The customer will continue to use current pump for insulin therapy.